Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/13/2020. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2020 and the mesh was implanted. It was reported that the straps didn't fix on the wall. It was also reported that it was difficult to implant the prosthesis. There were no adverse patient consequences reported.